Event description:
It was reported to st jude medical that upon initial interrogation, the device gave a warning message stating that the reed switch was closed and that the pt had undergone lithotripsy and believes that is the cause. The physician was not able to return the reed switch to normal operation.